Event description:
It is reported that the patient was revised due to dislocation.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: dislocation may be caused due to one or a combination of the following factors: malpositioning of the hip replacement implants. Neuromuscular problems or other medical conditions. Excessive weight gain or physical activity. Failure to preserve the strength in the abductor muscles. Failure to restore leg length and / or proper tension of the tissues around the hip. Poor quality of bone. Prior surgery or fracture through the hip joint. Based on the information provided, a definitive cause for the experience observed cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.